Event description:
It was reported that the pump touchscreen was missing pixels. There was no reported impact to the customer's blood glucose level. The device is set to be returned, and a replacement pump has been issued.